Event description:
The physician attempted arteriotomy closure with the perclose at (the closer ak) following an interventional procedure. Fluoroscopy confirmed the access site to be in the common femoral artery. The perclose a-t was successfully deployed and the suture retrieved for knot delivery. The suture was loaded onto the snared knot positioner. When attempting to tighten the knot down, the snared knot positioner became attached to the arterial wall. It was reported that the physician turned the device 180 degrees in an attempt to release it from the artery. He then pulled back on the device and a small section of arterial tissue that was caught in the knot positioner tore away from the artery. The arterial tissue and suture were visible in the tip of the knot positioner upon device removal. Hemostasis had not been achieved and manual compression was held on the arteriotomy. The pt was transferred to surgery for arterial repair which included graft placement. There was no report of adverse pt sequelae.